Event description:
This case was reported by a consumer and described the occurrence of intentional misuse in a male pt who received glucose oxidase + lactoperoxidase + lysozyme (biotine dry mouth oral rinse) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started glucose oxidase + lactoperoxidase + lysozyme (mouth rinse). At an unk time after starting glucose oxidase + lactoperoxidase + lysozyme, the pt experienced intentional misuse. This case was assessed as medically serious by gsk. The caller reported that her cousin is drinking biotene oral rinse but refused to provide any further info.

Manufacturer narrative:
Biotene oral rinse is made in (B)(4), (B)(4) in the (B)(4), and neither the product nor lot number for this product is available.